Manufacturer narrative:
(B)(4). Concomitant medical products¿ unknown vanguard tibial component catalog #: ni lot #: ni, unknown vanguard tibial bearing catalog #: ni lot #: ni. Report source: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation per the policy of the hospital associated with the event. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event. 0001825034-2019-03047, 0001825034-2019-03048, 0001825034-2019-03049. Insufficient information.

Event description:
It is reported that the patient experienced a left knee infection after sustaining a work injury post-operatively. The patient was treated with two irrigation and debridement procedures to address the infection, but remained infected and was subsequently revised and implanted with spacers. It is unknown how long the devices were implanted prior to the development of infection.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.